Event description:
It was reported that due to a ventilator malfunction, the patient was placed on a second ventilator. It was reported that the patient was not harmed or injured as a result of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the keyboard and running the unit for a few days to try to duplicate the malfunction. Covidien was not authorized to service the device. The investigation and service will be completed by the customer. It was reported that the repair was completed on 02/04/2015. The keyboard was replaced as instructed by the tse and the gui touch frame was also replaced as a precautionary measure. This vent was tested and operates within the manufacturing specifications.